Event description:
During routine office visit for pacemaker evaluation, pt was temporarily set to vvi @ 30 to evaluate underlying rhythm. Upon removal of wand and cessation of temp. Pacing the paremaker remained @ vvi @ 40ppm. The initial values button was inactive as the programmer thought pt was already @ ddd @ 70. They had to maintain pt rate via magnet (vvo @ 98) with near syncope until programmed to different ddd values and then back to initial values. This was discussed with rep. Pt's exit rhythm showed ddd pace @ 70.